Manufacturer narrative:
We received one 831hf75 vip catheter with an attached monoject 3ml limited volume at 1.5ml syringe for examination. There were no open or intermittent conditions. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All thru-lumens were tested and found to be patent without any leakage. No visible damage was observed from the returned monoject 1.5cc limited volume syringe. The catheter body was examined and found to be kinked at the proximal end of the contamination shield, proximal of the catheter tip. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
It was reported that the patient was in cvicu with a pulmonary artery catheter. An x-ray noted that the pac position was distal and abnormal waveform was seen. During the procedure hemoptysis was observed. The patient decompensated despite resuscitation efforts approx 3 hours later. It is unknown at this time if the device was saved for examination.

Manufacturer narrative:
Received email from the quality risk specialist. The certificate of death, the primary cause of death was pulmonary artery rupture, due to pulmonary artery catheter placement, due to severe aortic stenosis.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Attempts were made to obtain the details of the cause of death as it is described in the medical record or autopsy report. If any other information becomes available a supplemental report will be forthcoming. Lot number was not provided; therefore review of the manufacturing records could not be completed. (B)(4).